Event description:
Complainant alleged that the clinicians were performing open heart surgery on a patient (age and gender unknown), but when they attempted to defibrillate the patient using internal electrodes with the device, the device failed to discharge. The clinicians then performed heart massage on the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. The complainant reported that the facility's biomedical engineering department was unable to duplicate the reported malfunction.